Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 200 units of insulin. Review of the pump load history by tandem technical support showed that the customer went through the fill tubing step 3 times when attempting to fill the tubing. It was unknown if the customer under-filled the cartridge. The customer had not tested blood glucose level; however, there was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully and resume insulin delivery.